Manufacturer narrative:
The review of the manufacturing records verified that this lot met all pre-release specifications.

Manufacturer narrative:
(B)(4). The device remains implanted, so no engineering evaluation could be performed. (B)(4).

Event description:
On (B)(6) 2017, the patient was presented with an aneurysm in the left popliteal artery which was successfully treated with two gore® viabahn® endoprostheses. During the initial procedure it was stated, that after the first gore® viabahn® endoprosthesis was implanted, the performed angiography indicated that the proximal seal collateralized. The decision was made to implant a second gore® viabahn® endoprosthesis to improve the proximal seal. The procedure was completed successfully without any complications. It was reported to gore that, approximately one month after the initial procedure, the two gore® viabahn® endoprostheses occluded. Consequently, the patient required surgery and received a femoral popliteal bypass. It was stated that the clinicians discussed the case and a presumption was made that the patient's stopping of clopidogrel was a contributory factor but not conclusive. The patient had to stop the taking of clopidogrel for another medical reason (unknown at present).